Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that a week after the dental implant was placed in ada site 21, osseointegration was not achieved. Clinician noted peri-implantits and an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.